Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access and return luer connectors of two (2) prismaflex st150 sets during continuous renal replacement therapy for one (1) patient. The sets were replaced to continue treatment. The blood was not returned to the patient in either event due to the presence of air in the circuits. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were received for evaluation. Visual inspection of the photos showed a y-connector between the set return line and the catheter. The y-connector is included within the prismaflex set package and is not intended for use during treatment. The video showed a leak at the level of the catheter, between the white set connector and the blue line of the catheter. The origin of the leak was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.